Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +18.5d) on (B)(6) 2024. Following the first light treatment, the patient reported ghosting in their vision and was treated for multiple episodes of cystoid macular edema. The lens was observed to be slightly tilted, and a secondary procedure was performed on (B)(6) 2025 to reposition the lal with reverse optic capture. The patient's symptoms continued after the repositioning and a third adjustment light treatment.